Manufacturer narrative:
A leica field service engineer (fse) who attended the laboratory on (B)(6) 2015, checked for the availability of information from the staining runs from which false negative results were identified. The fse found that there was no data on the bond controller for the staining runs from which false negative results were identified; back-up data is overwritten by the it department every week and the earliest date for which back-up data is available was (B)(6) 2015, which is after the affected staining runs. On the (B)(6) 2016, the laboratory confirmed that no other records are available to confirm the instrument(s) the samples for the three patients were processed on and, as a result, no further investigation of this complaint can be performed.

Event description:
Leica biosystems received a complaint regarding the quality of ihc staining using the her-2 antibody. A false negative results was identified for three (3) patients. On (B)(6) 2016, leica biosystems received the following information in relation to the three (3) patients impacted by the false negative result: "after completion of the planned therapy (adjuvant radiotherapy after tumorexcision) the corrected result of her2neu testing was communicated to the patients. The revised result indicated a her2 positive tumour hence additional immuno/chemotherapy was adviced. Because of this unexpected communication the patients and their partners experienced severe emotional stress and lost confidence in their oncologists and pathologists." The patient gender, age and identifier of the three patients impacted by the false negative results were also provided. Refer to MFR. Report# 8020030-2016-00006 and 8020030-2016-00007 for specific details of the other patients involved and 8020030-2015-00082 for the instrument involved.

Manufacturer narrative:
On 11 august 2016, leica biosystems (B)(4) received information that the patient slides and several control slides had been returned to leica biosystems (B)(4). (The reagent manufacturer) for review. Review of the returned patient slides and control slides by the reagent manufacturer found all patient slides demonstrated positive staining, which indicates a positive result for her-2; and that the bond oracle her2 ihc system product performed as intended as reported in MFR. Report # 3004859032-2015-00002. These findings indicate that the false negative result for three (3) patients reported by the complainant was not related to the user interaction with the instrument or function of the instrument as the slides involved were satisfactorily stained, but related to the user interpretation of the stained slides in the customer laboratory. The root cause of the false negative staining for three (3) patients reported by the complainant was misinterpretation of the stained slides in the customer laboratory.